Manufacturer narrative:
Lot/serial# 17289512: (B)(4).

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. After the trunk-ipsilateral leg (rlt281412j/17610144) and contralateral leg components were deployed, intra-procedure imaging was run, revealing a proximal type I endoleak. An additional ballooning was performed, but the endoleak remained so that an attempt was made to implant an aortic extender component (pla280300j/17289512) proximal to the trunk-ipsilateral leg component. While being deployed, the aortic extender component moved proximally (exact distance is unknown), resulting in an unintentional coverage of the left renal artery. A bare-metal stent was implanted in the left renal artery to maintain blood flow. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement).